Manufacturer narrative:
The main coil, the introducer sheath and the delivery wire were returned. Visual and microscope inspection were performed. It was observed that the main coil was bent and stretched at the coil arm and primary coil section, moreover the arm coil was detached. Also, the delivery sheath was bent, stretched and detached and unraveled. The functional could not be performed due the main coil and the pusher wire are not interlocking. Dimensional inspection of main coil revealed the components were within specifications. No other issues were identified with the device and no patient complications were reported.

Event description:
Reportable based on device analysis completed on (B)(6)2024. It was reported that coil was unable to advance, bent and was stretched. Patient was presented with splenic aneurysm. The target lesion was located in the splenic artery. A 15mm x 40cm interlock-35 was selected for use in percutaneous arterial embolization. During the procedure, upon advancing into the catheter, it was noted that it was a little difficult to push halfway. When removed, it was noted that the coil was bent and stretched. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed detached arm coil.